Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: (B)(6)2020. H.6. Investigation: to aid in the investigation of this issue, two hundred and two physical samples were returned for evaluation by our quality engineer team. Through examination of the returned samples, the plungers were found to have difficult movement. DHR was performed. The non-conformances were reviewed for this batch and there was a record of non-conformance associated with this batch. It has been determined that this defect resulted from an intermittent issue with the silicone nozzles at the time of production. Product associated with the defect was held for inspection and all affected material should have been scrapped; however, it is possible that a limited occurrence of material went undetected, resulting in this reported incident.

Event description:
It was reported that the bd posiflush¿ normal saline syringe plunger got "stuck" during use. This occurred with 7 different syringes. The following information was provided by the initial reporter: "syringe getting stuck".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd posiflush¿ normal saline syringe plunger got "stuck" during use. This occurred with 7 different syringes. The following information was provided by the initial reporter: "syringe getting stuck".